Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to an interventional procedure to insert an impella device in the heart. Reportedly, the first proglide device was successfully placed. One suture of the second proglide device was not present when the plunger was removed. The sheath was upsided to a 13fr sheath and the interventional procedure was completed. The pre-placed suture from the first proglide device and a femostop device were used to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the proglide device; however, unknown if the physician is established in the preclose technique. No additional information was provided.